Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported soreness/aching around the incision at a pain level of 0-.5 as of (B)(6). It was reviewed that they had not taken any pain medication and that they felt sore on the ride home, with the elastic on their pants going right across the "patch." To the patient it feels like someone gave them a little bit of a smack. It was also stated that when the patient was programmed on (B)(6) they felt a light tingling, then when they were in recovery it went away. The patient could not confirm if the stimulator was working or not because they still had the catheter in, and the catheter works "so well." The patient programmer (pp) was unlocked during the call and the patient increased and felt stimulation, then turned it back to the same setting. It was believed the implantable neurostimulator (ins) is on and working. Follow up with the healthcare provider (hcp) is to be conducted. On oct-02 it was reported that the patient was in pain around their left buttocks, so they turned stimulation completely off, with them feeling like their symptoms are worse. Follow up information received from the healthcare provider (hcp) on oct-05 reported that no troubleshooting was done with the patient, and that the unit was turned off in preparation for removal to resolve the patient feeling worse, stimulation being off, and the soreness they experienced. Indication for use is unknown.